Event description:
It was reported that the patient didn't feel well and was dizzy. The patient came in to the clinic and the rhythm was showing long a atrioventricular delays due to device timing. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).